Event description:
It was reported that an automatic safety switch from bipolar to unipolar configuration occurred on this pacemaker due to out of range pace impedance measurements on the right atrial (ra) lead. Oversensing was also observed as well as pacemaker mediated tachycardia (pmt) episodes stored that appear atrial or sinus driven. Further review was recommended. No adverse patient effects were reported. At this time, this device system remains in service.